Manufacturer narrative:
(B)(4). Date sent: 7/7/2010.

Event description:
It was reported that during an unknown procedure the packaging seal was violated, (was noted cit, contaminating the product). It is unknown how the procedure was completed. No patient consequence was reported.